Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s operative complications and death are unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: no procedures except for one training event have been performed on this system after this reported complaint and no service requests have been created. No relevant errors were observed during this procedure. As a result of this review, the tse did not recommend an isi field service engineer (fse) visit the site to perform system verification testing. No image or video clip for the reported event was submitted for review. A review of the event was conducted by an isi medical safety officer (mso) and the following additional information was provided: based upon the information in the description of events, the isi mso is unable to make any determination about the cause of the patient¿s mortality. There is no information to determine the relationship between the portal vein injury and the mortality. However, the portal vein injury did occur during the portion of the procedure using the da vinci system and instrumentation. The circumstances surrounding the event are not provided in the description of event to make any determination as to the possible root cause of the portal vein injury. This complaint is being reported due to the following conclusion: during a da vinci-assisted pancreaticoduodenectomy procedure, there was bleeding due to detachment of the portal vein during dissection around the portal vein. Bleeding could not be controlled robotically and as a result, the procedure was converted to open surgery. The patient lost 2500 ml of blood and received a blood transfusion. After stopping the bleeding via open surgery, the da vinci robot was re-docked. The suture broke several times which prevented the surgeon from continuing the da vinci-assisted surgical procedure. The surgery was then converted to open surgery again to avoid prolongation of procedure. The procedure was completed successfully via open surgery. Post-operatively, unspecified complications occurred on pod #4 and the patient died on pod #4. The causes of the patient's operative complications and subsequent death are unknown. Blank MDR fields follow-up with the surgeon was attempted, but the missing patient information in sections were either unknown, unavailable, not provided, or not applicable. The expiration date for is not applicable. Field is blank because the product is not implantable. Information for the blank fields are not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy procedure, there was bleeding due to detachment of the portal vein during dissection around the vessel. Bleeding could not be controlled robotically, and the procedure was converted to open. Post-operatively, unspecified complications occurred, and the patient died on post-operative day (pod) #4. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) who was present during the procedure and obtained the following information: the amount of bleeding when the patient side cart (psc) was first undocked was more than 2500 ml and the patient was transfused with blood. The procedure was converted to open to control the bleeding. After stopping the bleeding via open surgery, the da vinci robot was re-docked, and the surgeon continued the procedure robotically again as he believed that the da vinci system enabled him to perform the highest level of procedure. After re-docking and continuing the procedure robotically, the 5-0 suture (a non-isi product) broke several times which prevented the surgeon from continuing the da vinci procedure. The surgeon converted the procedure to open surgery again to avoid a procedure prolongation. The surgery was completed successfully via open surgery. The nurse who assisted in the procedure confirmed that the onset of the post-operative complication and date of death was confirmed to be (B)(6) 2022. Isi made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.